Event description:
Total junk that the manufacturer uvex honeywell as the frame broke unsolicited and the lens popped out during 45 mph boating w/ my correctly adjusted safety strap I used (glasses made in (B)(6)?) Honeywell was given an opp. To resolve @ (B)(6) life threatening when in heavy boat traffic and could have cut my eyes or lose contacts lenses blinding me. They claim /ansi 87 in their ad but there is not way it meets that spec. And others have complained they are not even stamped with that so they couldn't use the for construction sites when "so called safety glasses" come apart during normal use. Not very professional on their part with the agent. (B)(6) will be receiving a formal complaint and also the federal government consumer safety protection group, FDA. What a misnomer: safety glasses. They were not dropped or stepped on, so it is ironic as a co-op we tested safety glasses for the (B)(6). They will also be notified as will (B)(6) as I served as a government safety engineer / consultant specifying safety equip. Also. Uvex (honeywell seems to have just pimped the name/reputation (historical) and will never be specified again and all my professional friends are being notified as well. Bought via (B)(6). FDA safety report ID # (B)(4).